Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced allergic reaction to the aligners. They have not been able to wear them because of the allergic reaction. Aligner treatment stopped.